Event description:
It was reported that at least six (6) large volume infusors under-infused and were "sluggish". This was observed during patient infusion via a peripherally inserted central catheter (PICC). One of the devices was approximately 40% full after 24 hours infusion. The devices were filled with 13500mg piperacillin/tazobactam in 240ml buffered sodium chloride 0.9% and connected to an anti-reflux valve. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred during unspecified dates of september 2025. E1: initial reporter address: (B)(6). E1: initial reporter postal code: 4066. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date - the lot was manufactured between november 4-5, 2024 h11: four (4) devices were received for evaluation. Visual inspection on the 4 units via the naked eye showed no signs of physical abnormality such as air bubbles inside the tubing line or drug precipitates inside the bladder that could have caused the reported flow problem. A functional flow rate test was performed on the 4 units, and the flow rates were found to be within the product flow rate specification. Based on the functional flow test result, the 4 infusor units were determined to be conforming products. The reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.